Event description:
Customer reported a no delivery alarm during a bolus delivery. Customer's blood glucose was 360 mg/dl. Customer has treated their blood glucose with a syringe. The customer also reported a burn mark at the end of the insulin pump. The customer could not recall any significant events leading to the damage. Customer also declined to troubleshoot for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).